Event description:
Patient reported experiencing asystole and flatlining during knee surgery. The patient questioned if the device caused the event. Further information was received that the patient¿s cardiologist placed the patient on a 30-day heart monitor and discussed pacemaker placement. No other relevant information has been received to date.